Event description:
It was reported by the attending company representative that high impedance was seen when the patient underwent prophylactic generator replacement from mode 105 to 106. Pre-operatively the impedance was okay and when the lead was first inserted into the generator, impedance was okay. However, when the generator was put into the pocket and the pocket was closed, high impedance was detected 3 times. At this point, the surgeon immediately cut the lead and proceeded with lead revision. He did not perform further troubleshooting the representative indicated that it was possible that the surgeon cut the lead with electrocautery. The explanted suspect product was reportedly discarded. No further relevant information has been received to date.